Event description:
It was reported that the fully inserted intraocular lens (iol) had to be cut out and removed from the patient¿s left eye. There was a capsule tear after the lens was inserted; therefore, a vitrectomy was performed and 10-0 vicryl sutures were placed. It is unknown if the capsule tear was due to the patient anatomy issue. The surgery was completed successfully using another johnson and johnson posterior chamber lens of different model and diopter (za9003, 16.5) during the same procedure. The patient outcome was not provided. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (sutures & unplanned vitrectomy). Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.